Event description:
It was reported that a clearlink, non-dehp solution set leaked below the drip chamber. This was observed during patient use, immediately after hanging etoposide. The patient was scheduled to receive patient here for c3d1 atezolizumab, etoposide, and carboplatin. The set was replaced to resolve this issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. MFR site: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to g3: date received by MFR: 09/07/2022 (previously submitted as 09/08/2022) h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.